Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after recent therapy setting adjustments on the ilet, with caregiver concerns about delivery settings, weight adjustments, and blood glucose management, and the agent addressed pump malfunctions, glucose spikes, and the importance of correct meal announcements and meal choices to prevent overcorrections. Symptoms included low blood glucose with a reported value of 54 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education on device use, meal announcement practices, and consultation guidance for clinical review of settings. Investigation of this case revealed no confirmed device malfunction and suggested that aggressive therapy settings and suboptimal meal announcements could contribute to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.